Event description:
It was reported that during the implant procedure, low pacing lead impedance was observed. The lead was not implanted. The patient was doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.